Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient's lead was explanted on (B)(6) 2016 due to an infection, which was confirmed via culture results. The patient was treated with an antibiotics course and the infection has reportedly resolved.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2016-00305. Follow-up identified the patient's system was explanted due to an infection at the ipg site, not the lead site as previously reported. Ipg is being added as device 2.